Manufacturer narrative:
Our quality engineer inspected the photos submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the photos. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that bd us cathena 20gx1.00in straight bc - blood leaks out of control plug. It was reported by customer that the cathena blood control not working. Allowing for blood return upon placing IV catheter. Verbatim: cathena blood control not working. Allowing for blood return upon placing IV catheter. Bd rep response on (B)(6) 2025 for (B)(4): 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? (B)(4) 3. In (B)(4), the lot number was mentioned as 4237744, but the attached product image shows the lot number as 4234645. Could you please confirm which lot is experiencing the reported issue, or if both are affected? Both lot numbers are affected. Customer response on (B)(6) 2025. For (B)(4): 1. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No. Bd rep response on (B)(6) 2025 we actually do not have samples of the affected product to send back at this time.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.